Manufacturer narrative:
Device not returned.

Event description:
The end-user's husband states that his wife (the end-user) was sitting in the rollator, and moving around, cooking in the kitchen, and the frame broke near the wheel. The end-user fell and hit the oven door, and hit her face on the floor, and as knocked out. The end-user's husband had to call the fire department to come help her up. The end-user did not seek medical attention/treatment, but her physical therapist did check her out, and she was fine - she has a knot on her head, and a bruise on her cheek. The event had occurred on wood flooring - the reported use of the rollator, the user sitting on the rollator and moving around, is considered a user application error/misuse of the device.